Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head). (B)(4): analysis found that a power on reset (por) occurred due to the device attempting to pace faster than the ventricular rate limit. The device inhibited this attempt and the microprocessor was reset.

Event description:
It was reported that the device had a power-on reset. It was further reported there was oversensing and inappropriate therapy due to the right ventricular lead. It was noted that there was a stenosis of the patient's left subclavian vein. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.